Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation therapy. It was reported that the patient stated she couldn't get the therapy to work. During troubleshooting it was confirmed that the device was on and the patient had the ability to adjust stimulation. The patient did not feel stimulation in the correct area, she was feeling stimulation in her left foot on programs 1, 2 and 4; there was no program 3 to try. The patient was told by the healthcare professional (hcp) that there were problems with her implant. The patient was redirected to the hcp to check programming and stimulation location. No further complications were reported or are anticipated.